Event description:
During the case, the patient sensing cables did not register. Attempted to switch ports. Finally had to use back up sensing cables so it would register as valid. No patient harm. Manufacturer response for monarch patient sensor, johnson and johnson (per site reporter). Rep was present when this happened.